Event description:
The customer stated that the audio alarm was intermittent. The nellcor puritan-bennett customer support engineer verified the reported condition and replaced the audio alarm assembly. The unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.